Event description:
It was reported that the user inadvertently initiated a supply change while the pump was on the charger and progressed to the fill tubing step while still connected, after which they were advised to disconnect from the body and complete the fill; the user observed drops in the tubing and correctly selected ¿no¿ when asked if a new infusion set was needed. No reported symptoms. Outcomes included no clinical impact and no alerts or alarms. Investigation included troubleshooting and user education on proper fill tubing procedure. Investigation of this case revealed user setup error during the supply change and fill tubing steps, with no device malfunction and no infusion set or cartridge defect observed. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.